Event description:
Customer reported that the display on the insulin pump is still going blank after receiving a battery cap replacement. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-06156.